Event description:
A pt reported blood glucose results of 12.4 mmoi/l 10.7 mmoi/l and 8.0 mmoi/l with a lifescan meter, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.